Manufacturer narrative:
The explanted pump and system controller were returned to the manufacturer for evaluation. The examination of the pump did not reveal any anomalies or depositions on the smooth and textured blood contacting surfaces that would have affected the functionality of the pump. The pump bearings also did not reveal any deposition or anomalies related to wear. The functional testing of the pump on a mock circulatory loop revealed two cuts to the black and green wires that occurred during the explant procedure. The returned system controller log file was reviewed and approximately 7 days of recorded events were recorded. The events revealed low speed hazard alarms associated with speed drops as low as zero rpms, accompanied by low flow hazard and low battery hazard and motor stopped alarms. During this series of events, the normal alarm reset alarm was also activated. The system controller was connected to a test pump and the system would not run. The controller was then disconnected from the test set-up and a visual inspection was performed. Two components of the printed circuit board were found to be damaged. Although the manufacturer was unable to conclusively determine the cause of atypical speed drops and high pi readings recorded with the log file being consistent with the damage found to the motor drive circuitry, it likely contributed to the reported event. No further information is available. The manufacturer is closing its file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that over the weekend, the patient unfortunately expired. The hospital performed an autopsy and the patient's aicd results were interrogated with zero events reported. The vad coordinator reported that during the autopsy, from a pump standpoint, it looked like the pump had continued to function after the patient's death.